Event description:
The customer reported the device reboots when pulling paddles out. There was no pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the rebooting issue when the device was when shaken lightly or bumped. The issue was resolved by replacing the internal data card. The device was returned to the customer site after passing all requested testing.